Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health professional reported that following implantation of an intraocular lens (iol), the patient reported about worsening glare and the lens was explanted within a month in a secondary procedure and replaced with another lens. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information was requested, but no further information is available.